Manufacturer narrative:
Updated block: h6. During laboratory analysis, the product surveillance technician (pst) observed the batteries to meet the minimum requirements for voltage and conductance both before and after charging. The batteries were connected to a lab use only (luo) testing fixture with a load simulator and it was found that the batteries could not power the fixture for more than 40 minutes which was under the expected hour of power for a loaded system. The batteries did not operate as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a non-clinical activity, the heart lung machine (hlm) battery would not fully charge. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) replaced the base batteries. The unit operated to the manufacturer's specifications.